Event description:
Customer reported a leak from a set at the bottom of the accuslide. A life-flight patient was diverted to the emergency department for resuscitation. When etomidate was administered via the y-port they noticed a leak. The etomidate was pushed via the upper y-port, which is not their typical access point for this drug, but the nurse could not get close enough to the patient to access the lower y-port. No patient harm or medical intervention required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The set has been received, however the investigation is not complete. A follow up report will be submitted once the evaluation has been completed.